Event description:
It was reported that the handpiece began overheating during testing of the equipment. The device was not being used during a procedure. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.